Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection confirmed back enclosure is damaged. The functional evaluation confirmed that the device could not generate nor could it maintain negative pressure, establishing a relationship between the device and the reported suction failure event. The root cause has been identified as a defective and leaking vacuum motor. In addition to this, the device was found to be contaminated; to maximize canister volume and optimize canister over-capacity alarm, upright device orientation is recommended. This prevented a full investigation taking place and it was likely the battery was fully depleted, or preventing the unit from charging. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew are taking further actions relating to the failure reported and continue to monitor for adverse trends.

Event description:
It was reported that the console does not longer create vacuum in continuous mode. The device is available for analysis.